Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an adenoidectomy procedure, the patient received a 2nd degree burn to the lip. The burn was treated with bacitracin ointment.